Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). Using strip lot number 36888221 the meter result was 4.4 inr at 7:20 am. When he retested using a different finger a few minutes later, the result was 4.1 inr. Using strip lot number 37839721, he retested within a few minutes using a different finger and the results was 3.2 inr. He then retested a fourth time within a few minutes using a different finger and the result was 2.9 inr. The customer did not report the meter readings to his doctor. There was no allegation of an adverse event. The customer had no hematocrit issues, no antiphospholipid antibodies, no coumadin dose changes, no new medications, no diet changes, no additional illnesses, and no symptoms such as bleeding or bruising. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The meter and test strips from lot 37839721 were received for investigation and tested with retention strips from lot 36888612 using quality control materials. Testing results: lot# 378397-21 (returned): qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Lot# 368886-12 (retention): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.6 - 4.0 inr for lot# 378397-21) & (2.5 - 3.9 inr for lot# 368886-12). All measurements were without error messages. Relevant retention test strips (lot 378397 and lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.